Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: how was the procedure completed? A brand new tx60b was opened to complete the surgery successfully. The original reload was an xr60b, which was pre-loaded.

Event description:
It was reported that during an lar procedure, the surgeon indicates that the device was closed, fired, staples deployed by were not closed. The staples were open, as if the device had not been fired. The surgeon fired another row of staples below the staple line and the staples deployed appropriately. Specimen removed. Device was intact. Unknown if case was completed with another reload or another device. After this occurred, the anastomosis was created with an eea stapler. The patient was fine.

Manufacturer narrative:
(B)(4). The analysis results showed that the tx60b device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.